Event description:
It was reported that a pt underwent a vaginal vault colpocleisis procedure and a sling procedure on an unk date. The pt wanted to avoid general anesthesia and elected to have a spinal block with intravenous sedation. It is surmised that the pt's sedation had lightened at the time of performing the sling procedure at the tail end of the list of procedures. As the trocar of the right sling arm came in contact with the periosteum of the ischiopubic rami or the backside of the pubic bone or both, the pt reacted reflexively by straining, thereby pushing bowel directly into the path of the advancing trocar. Afterwards, no signs of bladder or bowel injury noted. On post-operative day two, a computed tomography scan performed for suprapubic discomfort showed an enterocutaneous fistula, which was treated surgically. Exploratory laparotomy revealed that the right sling arm had pierced the small bowel, trapping it in the retropubic space. The sling was truncated on the right, just at the peritoneum. The truncated sling arm was trimmed and affixed to coopers ligament to provide continue support to the urethra. The 3mm bowel injury was closed. The suprapubic incision on the right was opened and allowed to drain and closed by secondary intention. Broad spectrum antibiotics were continued post-operatively. The pt was discharged home on post-operative day ten. At subsequent visits, she remained without sequelae or complaints of incontinence. She has remained symptom free for the past 18 months.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.